Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The investigation will focus on the potential for this failure mode and a review of product documentation. Since the device was not returned, a root cause of the failure could not be determined. The potential effect to patient for the reported failure may be related to: threshold increase, leading to less efficient pacing and more frequent battery replacement, lead may require second procedure for repositioning or removal. Potential cause: improper assembly or design, improper material usage, wrong type of wire coiled (mp35n instead of dft), components not made to specification, damaged coating on tip, improper lead placement, fractured conductor filars, adhesive present on electrodes. The lead is no longer manufacture and last sale was in year 2014. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. A review of document, petite & petite j lead assembly, indicates the following steps for qa submittal: submit to qa for laser weld inspection, pu seal and epoxy coating verification. Submit to qa for verification of swaged anode. Submit assembly to qa for weld verification. Submit assembly to qa for epoxy coating verification. Submit to qa for distal spacing and stylet insertion verification. Attach tip protector and submit to qa for distal spacing and stylet insertion verification. Submit to qa for laser weld verification at connector pin and flag and to perform hi-pot and resistance tests. Submit the assembly to qa for epoxy coating verification. Submit the assembly to qa for the pu tubing pushed up and silicone adhesive verification. Sign and date work order. Transfer to qa for final inspection. A review of document, petite & petite j in-process & final inspection, indicates the steps for in-process production inspection: laser weld, pu seal and epoxy coating. Swaged anode. Laser weld. Epoxy coat. Distal spacing and stylet insertion. Hi pot test. Verification of hi-pot tester. Testing. Results. Laser weld, hi-pot test/resistance: verify that 2 green wires are welded to the connector pin and 2 black wires are welded into the groove of the anode flag. Ensure that there is no weld residue. Weld should be smooth and shiny. Epoxy coat. Tubing pushed up and silicone adhesive. A review of document 1b-51-009x-e-17, petite & petite j in-process & final inspection, indicates the steps for final post-process inspection. Insertion/withdrawal force test on is-1 connector. Length measurement. Distal spacing. Pull test on connector. Electrical inspection. "D" dimension on is-1 connector. A review of document, IFU petite sorin, elapass p, pj indicates the following notes and cautions that may be associated with this condition: device description/ model elapass-p/warning: this model lead cannot be used for an atrial placement. For atrial placement we recommend to use the pre-formed "j", elapass-pj model. Adverse effects: lead related problems include, but are not limited to: fracture (periodic or continued loss of sensing and/or pacing). Dislodgement (periodic or continued loss of sensing and/or pacing. Lead may require surgical repositioning or removal). Cardiac perforation (periodic or continued loss of sensing and/or pacing. Diaphragmatic muscle and phrenic nerve stimulation;cardiac tamponade) myocardial irritability at implant (pvc; ventricular tachycardia; fibrillation). Transvenous introduction (air embolism). Threshold elevation (loss of capture and/or loss of sensing). Infection (lead may require surgical removal). Possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. After implantation the patient should be monitored for several days for electrode displacement, and the lead should be repositioned if necessary. Lateral lead tip placement in the atrium or perforation of lateral atrial wall may cause phrenic nerve stimulation. Perforation of the ventricle wall may cause diaphragmatic muscle stimulation and also cardiac tamponade. It is difficult to explant a passive lead due to its ingrown distal end. It is recommended to cap the proximal portion off whenever the lead will be left in the heart. Precautions; the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. Safety procedure: an implanted lead constitutes a direct, low resistance current path to the heart. During the operative, connective and testing procedures, only battery-powered devices and instruments should be used with the lead system to protect against ventricular fibrillation induced by alternating currents. Extreme caution should be taken to properly ground all line-powered equipment used in the vicinity of the patient. The terminal of the implanted lead must be insulated from any leaking currents, which can arise from using line-powered equipment. Package opening and product handling; the insulating materials are body compatible, but they are nevertheless prone to attract foreign particles. Avoid any contamination before introduction of the lead into the body. Do not wipe or immerse the lead in fluid. Lead anchoring, ligature (suture) sleeve caution: do not tie a suture directly to the lead body. Be sure to leave sufficient slack in the lead to compensate for body movements. Pulse generator header connection caution: with endocardial leads after fixation, the stylet must be removed before the lead is connected to the pulse generator. If the stylet remains in the lead, coil fracture and perforation of the heart may result. Product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts.

Event description:
Based upon information received from registration form, the leads were capped. No capture and no sensing (bi-polar) was the reported reason for the capped leads. (B)(6) (male). According to our records this patient is followed by dr. (B)(6).